Event description:
As reported in smart study, the patient (B)(6) underwent treatment of a right superficial femoral artery lesion with implantation of a single s.m.a.r.t. Flex vascular stent measuring 6 mm × 40 mm. The lesion was approximately 25 mm in length with 70% stenosis prior to treatment. Pre-dilatation was performed using a semi-compliant balloon, and the stent was successfully deployed and fully expanded with balloon dilatation. The procedure was performed via ipsilateral femoral access (6f sheath) under local anesthesia. Final residual stenosis was 10%, no procedural complications or adverse events occurred, and the patient was discharged after 1 day. At approximately 3 months post-procedure, angiographic follow-up demonstrated 10% residual stenosis, no restenosis, no target lesion revascularization, and no device deficiency. However, an adverse event of re-occlusion of the popliteal artery distal to the stent was reported. The event was moderate in severity, considered possibly related to the device and procedure, and ultimately resolved following subsequent femorocrural bypass surgery. At approximately 32 months, CT imaging demonstrated 90% in-stent stenosis (>50% restenosis) with persistent moderate claudication. No target lesion revascularization was performed, and no device deficiency was identified. The reported stenosis was noted to occur after the bypass operation. At approximately 103 months and 108 months, CT follow-up continued to demonstrate 90% residual stenosis with ongoing moderate claudication. No additional restenosis events were reported, no target lesion revascularization was performed, and no device deficiencies or new adverse events were documented. Overall, the smart flex 6 mm × 40 mm stent was successfully implanted with a favorable immediate procedural result. Follow-up was notable for an early popliteal artery re-occlusion distal to the stent and later development of severe in-stent stenosis (90%), which persisted through long-term follow-up without further intervention or reported device deficiency.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.